Event description:
The user facility reported that a patient with confirmed rca occlusion and lad stenosis that arrested was placed on impella cp and ECMO. It was noted that the impella was placed in the left ventricle without any problems, but because the patient was not sufficiently sedated, it was pulled into the aorta. For safety reasons, the same device was not reinserted, and a new cpsa was placed. There were no problems with the device, and there were no issues with its delivery or placement.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.